Event description:
It was reported that during an atrial lead repositioning procedure, a break in the ventricular lead's insulation was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.